Event description:
Same case as MDR ID 2134265-2015-04841 and 2134265-2015-04843 (B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2010, the patient presented due to stable angina and silent ischemia. Coronary angiography was performed and revealed that there was a chronic, totally-occluded stent thrombosis of the previously placed 2.00mm x 3.5mm, 2.00mm x 16mm and 3.00mm x 12mm liberté¿ bare metal stents in the right coronary artery (rca). Subsequently, the index procedure was performed. Target lesion # 1 was a chronic, totally occluded in- stent restenotic lesion located in the proximal rca extending to the mid rca with 100% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The lesion was treated with predilation and stent placement using a 3.00x20mm and a 3.00x16mm promus element ¿ stents with 0% residual stenosis. Ten days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1934. If implanted, give date: 2006. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).